Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007.according to the complainant, the patient experienced an unknown injury.according to the physician's office, the patient was last seen in 2008 and has persistent urinary incontinence. During her follow-up visit, no issues were noted with her sling. The exact date was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.